Event description:
Paramedics responded to a person, condition unkown. The device was connected to the patient for external pacing. According to the reporter, when the operator was inputting patient data to the device while it was pacing, a service indicator appeared on the display and the monitor screen froze. The reporter stated that pacing was observed to continue and no adverse effects to the patient were reported as a result of the alleged malfunction.